Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement of the device during positioning. It was reported that this mitraclip procedure was to treat a patient with a rotated heart and grade 4+ degenerative mitral regurgitation (mr). The first clip was implanted without issue. During advancement of the second clip, a set in the shaft was noted and the device was moving medially and could not be advanced straight across the valve; therefore, the device was removed and another clip was used to successfully complete the procedure. Two clips were implanted, reducing mr to grade 2+. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported delivery catheter (dc) shaft bend appears to be related to the challenging patient anatomy/morphology (rotated heart). The reported difficulty positioning the device was due to procedural conditions and a secondary effect of the dc shaft bend. There is no indication of a product quality issue with respect to manufacture, design, or labeling.